Event description:
It was reported that: "once the lens was inserted, dr. (B)(6) determined that the lens had a scratch in the lens." Lens was explanted and replaced with another iol.

Manufacturer narrative:
The device has not been returned. Thus, a proper device analysis could not be completed, nor the reported issue confirmed. It was stated by the customer that there was no damage noted to the device during preparation for use. Based on the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factor may have cause or contributed to the reported issue is but is not limited to: · misplacement of the lens. This which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. · inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. · dwell time after preparation: the IFU recommends that after the lens is advanced into the conical section the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. Risk assessment has been reviewed within the technical file for the one-piece hydrophobic lens. Risk assessment identifies scratches, tearing, and other damages to the optic and/or haptics to potentially be caused by the injector and injection process. This is seen as a normal event that may result in additional surgery because of a decrease of visual acuity. This is considered as a serious severity of damage. The likelihood of occurrence is estimated to be remote. The resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Field d4: added UDI number: (B)(4).

Manufacturer narrative:
Field d9: updated to "yes" and "returned to manufacturer" . Field g3: updated "date received by manufacturer". Field g6: updated to "follow-up # 1" and "30-day". Field h2: selected "correction, and device evaluation". Field h3: updated to "yes". Checked "evaluation summary attached" box. Field h6: added "type of investigation" code 10. Added "investigation conclusion" code 18. Field h10: added description of changes.